Event description:
A cracked and shattered touchscreen on a pump was reported after it was dropped and hit the ground. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer was instructed on how to put the current pump into storage mode, return it using a pre-paid label within ten days, and transfer their pump settings and connect their cgm to the replacement pump. The customer understood and acknowledged all instructions. Customer will continue to use current pump.